Event description:
During dilatation of the dialysis fistula, the balloon ruptured and the tip separated.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination - the balloon exhibited a complete circumferentially-directed tear. The balloon exhibited an axially-directed tear at the proximal end. The inner body was noted to be fractured at the distal balloon seal and the material was elongated. The distal tip and the distal balloon segments were not returned for analysis. Microscopic examination - light optical examination of the inner body and marker bands revealed no anomalies that might have caused the tears. Further evaluation using a scanning electron microscopy (sem) on the outer surface of the balloon material revealed evidence of small surface abrasions on the proximal balloon area. Although the exact cause for the balloon damage could not be determined, it appears that the inner body fractured due to the force required to withdraw the catheter exceeding its design limits.